Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that geometry movement was locked. After reviewing log file, fse found a failure to initialize the arc source was recorded. Upon troubleshooting, fse found an issue with the movement of the poly g arch, not the table that the spp source was not turning on, and the geometry power supply had unexpectedly switched off and could not be turned back on. To resolve the issue, fse replaced spp power supply. After replacing the spp power supply, system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. The system has an emergency stop button that stops any motorized movement by switching the geometry functions off. The geometry functions become operational again after a geometry restart. The user can override the collision prevention functions when the movement is blocked. When the override function is activated, a message is displayed in the status area, and a repeating beep sound is provided. The maximum movement speed during override is reduced compared to normal movements. The override function is deactivated, and normal movements are available again if the requested movement is no longer being limited by the collision prevention system. In summary, the igts system is designed to prevent collisions, detect collisions as well as identify the component/location of the collision. Therefore, if a collision does occur, it is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that tube geometry movement was locked. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.